Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign object could not be removed due to physical damage of the device (buckling of the forceps channel) caused by external factor. The event can be prevented by following the instructions for use (IFU) section which state: there is a possibility that the indicated phenomenon can be prevented by following the description below. 3.8 inspection of the ancillary equipment ·inspection of the instrument channel [caution] keep your eyes away from the distal end when inserting endo therapy accessories. Extending the endo therapy accessory from the distal end could cause an eye injury. Warning ·use endo therapy accessories with the same color code (ø 2.0 mm channel or less). The endoscope and/or the endo therapy accessory may be damaged. ·if the bending part of the endoscope is curved to a large angle, the force required to insert and remove the treatment instrument will be large. If there is great resistance when inserting or withdrawing the instrument, return the bending angle of the bending part of the endoscope to a point where it can be easily inserted and withdrawn. If you forcefully insert or remove it, the endoscope and the instruments could be damaged. ·while inserting the instrument into the forceps channel of the endoscope, do not open the tip of the instrument or let the tip of the instrument come out of the sheath. The forceps channel and treatment tools could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the channel tube the water tightness was lost, the light guide connector had a scratch, the label on the light guide connector was peeled, the video connector had a scratch, the video connector case had a scratch, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to damage the angulation lever did not move smoothly, due to damage on the control section the angulation lever did not move smoothly, due to damage on the channel tube the forceps could not be inserted smoothly, due to damage on the channel tube the channel cleaning brush could not inserted smoothly, the light guide bundle was slipping down, due to dirt on the light guide bundle the illumination was uneven, due to damage on switch 2 the switch could not be pressed down smoothly, due to slipping down of the light guide bundle, the narrow band imaging observation image was not bright enough, the video cable had a scratch, due to damage on the bending tube the joint section between bending tube and distal end was not secured, the universal cord had a scratch, the grip had a scratch, the adhesive on the bending section cover rubber had a chip, the connecting tube had a dent and a wrinkle, the grip was sticky, the up/down plate was sticky and had a scratch, the universal cord was sticky, the light guide cover glass had corrosion, the video cable was sticky, the video connector had discoloration, the video connector case was sticky, the control unit had a scratch, the suction cover had a scratch, the switch box had a scratch, the light guide connector had corrosion, the control unit had corrosion due to water leakage, the image guide protector had a scratch, the angulation lever had a scratch, and the lock engagement lever had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer aspirated water through the instrument/suction channel and wiped/brushed the instrument channel outlet with a lint free cloth, sponge or brush, and brushed the instrument channel, instrument channel fort and suction cylinder with no reported delays in the precleaning and no abnormalities were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the cysto-nephro videoscope had an e216 error. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and residual liquid, or foreign material came out from the channel tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.